Event description:
It was reported that during the implant procedure, prior to implant the atrial lead helix extraction was tested and confirmed while outside of the patient's anatomy. After implant of the atrial lead at the septum, the helix was rotated approximately ten times and would not extract. Flouroscopy review revealed that about one fourth of the helix had extracted. Multiple efforts to extract/retract the helix were made but were unsuccessful. Subsequently, the atrial was extracted and replaced. Upon withdrawal of the atrial lead it was noted that a piece of the patient's anatomy was tangled in the helix, which prohibited extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).